Event description:
The device reportedly gave repeated connect electrodes messages when initially attached to the pt. After the device had been connected to the pt for a few minutes, the device began to operate properly. A shock advised decision was rendered by the device, however, the pt's family notified the crew that there was a do not resuscitate order on the pt and the shock was not delivered. Treatment to the pt was discontinued upon receiving the do not resuscitate order.